Event description:
It was reported that a few days after undergoing generator replacement surgery, the patient had a breakthrough seizure after previously being seizure-free, and the patient went to the ER for this seizure. Diagnostics from the replacement procedure were within normal limits. No additional relevant information has been received to date.

Event description:
Per the physician, the increased seizures are below pre-vns baseline seizure frequency. The physician assessed that the seizures were secondary to increased stress and anxiety associated with the generator replacement procedure. No additional relevant information has been received to date.